Manufacturer narrative:
The insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. No unexpected beeping noted. The insulin pump had cracked display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed button error. The blood glucose reading was 413 mg/dl. The customer stated that she had pressed the esc button, and nothing would happen. Significant events leading up to the alarm include the insulin pump being in the bathroom when it flooded. However, the customer stated that the device was on the sink but just had a couple of drops of water on it. Advised discontinuation of the insulin pump. The customer did not have a back up plan and troubleshooting was not possible for the device due to the button error. Advised customer to contact her doctor for further assistance. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.